Event description:
It was reported that the ring of the syringe plunger broke off.

Manufacturer narrative:
It was reported that the ring of the syringe plunger broke off while a surgeon was pushing an unspecified medication. The reporting facility indicated concern about the broken piece falling into the patient's abdomen, such an occurrence was not reported. No death, serious injury, medical intervention, follow-up care, or other adverse patient/health impact has been reported to the manufacturer. The syringe involved in the incident was returned for evaluation. The top ring was noted to be broken off just below the slot connection to the plunger handle, approximately one (1) inch below the top ring. The damage appears to have been caused by forcefully pushing the plunger into the barrel of the syringe. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.